Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100845864. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100850663. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced difficulty operating the control pump. A surgical intervention was subsequently performed, during which it was determined that the tubing was wrapped around the pump's deactivation button, preventing both the physician and the patient from deactivating the device. It was suspected that post operative migration of the pump within the scrotum caused the tubing to obstruct the deactivation button. The pump was removed and a new pump was repositioned within the patient's scrotum. There were no patient complications.